Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a watchman and ablation procedure for the treatment of transient ischemic attack (tia), during this procedure the ra lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.